Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two years earlier the pacemaker's battery life showed seven years remaining, however now it indicated two and a half years battery remaining. Boston scientific engineering reviewed the data stored in the device's memory and found that the device is high rate atrial sensing at an average rate of 377 bpm. It was noted that high rate atrial sensing can cause an increase in power consumption, which is occurring with this pacemaker. It was further noted that a software patch for the signal artifact monitoring feature was loaded and with the presence of high rate atrial sensing can consume additional power. It was suggested that the clinic find ways to reduce the patient's atrial fibrillation (af) along with possible reprogramming options. The pacemaker remains in service and no additional adverse patient effects were reported.